Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a communication issue. The technical service engineer verified and confirmed the patient had been discharged. No assistance is needed. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the pyxis medstation es system that it had a patient data problem. Cannot locate patient in labor and delivery. The customer reported that there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this event.